Event description:
It was reported that stent fracture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the mildly tortuous and moderately calcified artery. A 24 x 2.50 promus elite drug-eluting stent was advanced and implanted. However, after post dilatation of nc balloon, the stent was fractured at the middle. The device was not removed, and the procedure was completed. No patient complications were reported. It was further reported that the device was just damaged and not broken into two parts. The stent was implanted and the patient was stable so the physician took no further actions.

Manufacturer narrative:
The device was not returned for analysis. A review of a cine image received from the site identified stent distortion/damage at its mid portion.

Event description:
It was reported that stent fracture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the mildly tortuous and moderately calcified artery. A 24 x 2.50 promus elite drug-eluting stent was advanced and implanted. However, after post dilatation of nc balloon, the stent was fractured at the middle. The device was not removed, and the procedure was completed. No patient complications were reported. It was further reported that the device was just damaged and not broken into two parts. The stent was implanted and the patient was stable so the physician took no further actions.

Event description:
It was reported that stent fracture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the mildly tortuous and moderately calcified artery. A 24 x 2.50 promus elite drug-eluting stent was advanced and implanted. However, after post dilatation of nc balloon, the stent was fractured at the middle. The procedure was completed successfully. No patient complications were reported.